Manufacturer narrative:
The root cause of the infection could not be determined as the device was not returned for evaluation. The site of the infection and organism cultured was unconfirmed. There were no anomalies identified related to the manufacturing and sterilization records.

Manufacturer narrative:
A review of the device history record (DHR) and sterilization record are pending. Device discarded by physician.

Event description:
It was reported to nuvectra that a patient had acquired an infection, one month post implant of the algovita system. A system explant was performed. Patient was given antibiotics to treat the infection and made a full recovery with no issues.